Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 935 ohms through (B)(6) 2016, jumps to 1672 ohms by (B)(6) 2016, and out of range by (B)(6) 2016. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold generally at 2.5v since (B)(6) 2016

Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing impedance and threshold. The lead will be replaced. No patient complications have been reported as a result of this event.